Manufacturer narrative:
Zoll medical corporation evaluated the device and the paddles and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. Review of the activity log does show the device charged 6 times during an 11 minute period. The first 2 charges there was no attempt to release selected energy. The next 4 charge attempts had multiple presses both with internal paddle shock button and device shock button. The selected energy was not released because the device displayed poor pad contact. Poor pad contact conditions can be caused by multiple factors outside of a device malfunction, including, but not limited to: surface contact, paddle/electrode pads condition, condition of milt-function cable, etc. It is noteworthy to mention the multi-function cable used at the time of the reported event was not returned for evaluation. It's also worth mentioning that successful self tests, including discharging, were administered before and after the event. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to discharge via intrathoracic defibrillator paddles. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that the patient subsequently expired.